Event description:
Boston scientific crm received information that this patient passed away approximately two months ago. The pathologist has questioned the role of the pacemaker in the patient's death and has requested an analysis of the device. The cause of death was not provided. Boston scientific crm has no specific information as to whether the device was involved in the patient's death.

Manufacturer narrative:
The field clinical representative (fcr) was contacted and consulted with the physician who confirmed he was not aware of this patient's death. He also stated there was no death certificate on file at the clinic, but noted this patient has had a significant medical history and disease process. As of this report, the device has not been returned for analysis. Should this device get returned or should additional information become available to our company, this event would be updated as necessary.

Event description:
Boston scientific received new information one month later that the sales representative was going to perform and save memory to disk from this pacemaker. The disks will be sent to technical services for anlysis. The sales representative also noted that an autopsy was performed and found inconclusive and there were no known x-rays of the lead/pacemaker system in the patient's body.

Manufacturer narrative:
Analysis of the device memory confirmed there were no resets or evidence of memory corruption. The device time clock indicated no time was lost ouside design limits. The daily measurements during the time of implant until the device was explanted were stable. It was concluded that this device appeared to be functioning properly.